Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed on and within the sample. Visual analysis did not reveal any defects or anomalies on the catheter. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". A lab inventory syringe filled with water was attached to the catheter and flushed. No signs of blockages nor leaks were observed. The catheter flush as intended. Also "minimize catheter manipulation throughout procedure to maintain proper catheter tip position. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The report of no pressure reading was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies on the returned device. The catheter met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the sample received and the customer report, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2025 in the intensive care unit. During the insertion of an arterial catheter, and after four blood gas analyses, the catheter malfunctioned. Measurements and monitoring were not possible and blood sampling not possible. The catheter had been inserted 12 hours earlier in radial without ultrasound guidance, a few centimeters from the wrist crease. When we insert a radial arterial catheter, it is sutured to the skin and closed with a tegaderm-type dressing and then with a bandage. The catheter was removed and a new one inserted."